Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2013) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (catalog no, lot no, expiry date, UDI no.), d6b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventralex mesh. Per op notes, ¿hernia sac was encountered and entered. The incarcerated contents were noted with omentum were reduced. Adhesions were lysed. A ventralex mesh was placed and secured using prolene sutures.¿ on (B)(6) 2018 - patient was diagnosed with recurrent ventral hernia thereby underwent robotic assisted laparoscopic repair with excision of ventralex mesh and implant of synthetic mesh. Per op notes, ¿omental adhesions were taken down. The prior mesh was noted with evidence of recurrent hernia superior and inferior to the mesh. The herniated fat was freed up from the tissues. The mesh was freed from the abdominal wall along with sutures. The prior mesh and sutures were cut off and excised. A synthetic mesh was placed and sutured.¿